Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Reportedly, the alert cleared and pump began charging prior to contact with technical support.